Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced and moved up higher for better low back coverage per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.